Manufacturer narrative:
Clinical evaluation: late infection in cementless tha, 4.5 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved in the event. Implants from ceramtec 38.49.7188.545.20 ceramic liner ø 36 / e lot. 7010888529. Manufacturer process review performed by the manufacturer. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. As the ceramic parts are not available, no further investigation can be done. Implants from ceramtec 38.49.7179.285.00 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 7010888647. Manufacturer process review performed by the manufacturer. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. As the ceramic parts are not available, no further investigation can be done.

Manufacturer narrative:
Batch review performed on 06 december 2019. Lot 140076: (B)(4) items manufactured and released on 25-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: stem: quadra-h 01.12.23sn cementless, ha coated std stem # 3, short neck lot. 135653 (k082792). Batch review performed on 06 december 2019. Lot 135653: (B)(4) items manufactured and released on 29-jan-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to suspicion of infection 5 years 5 months and a half after primary. The implants were loose, especially the stem.